Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the extract transform load process was delayed, resulting in report data not being current. The technical support specialist stated that the tl had checked and informed that the extract transform load delay resolved on its own, and the customer confirmed the extract transform load is current with no issues reported. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, extract transform load was delayed and not had current data. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.